Manufacturer narrative:
The sample has been received and is currently under evaluation. A follow-up report will be submitted upon completion of the evaluation. A batch review has been completed and there were no aberrances. There were no other similar reports received for this product lot.

Event description:
The customer reports an overinfusion of 40ml over 15 hours. Contents were morphine and normal saline. There was no patient injury or medical intervention.